Event description:
It was reported that a spectrum pump displayed an air detector error. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "air detector error", which was not reproduced during evaluation. Air in line alarms, which correspond to the reported symptom, were found through a review of the event history log. The alarms were found to be caused by a failing upstream sensor the failing upstream sensor was replaced.